Event description:
It was reported that a hematoma occurred post op a sleeve gastrectomy procedure. A hematoma occurred in the gastric tube (on the cut and stapled) days after the procedure was performed so we have been unable to recover the device. Surgiflo hemostatic was also applied on the staple line. No devices will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional followup: how many days post operatively did the patient return? 2 days. Did the patient have a drain placed? No. Did the patient require a transfusion? Yes. Did the patient have a fistula? No. Was surgiflo hemostatic used? Yes. How was the bleeding identified, endoscopic or laparoscopic approach? Scanner. Was this intra abdominal or intra luminal bleeding? Both. On what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Post operative complication, no signs of product failure during the surgery. During which stroke did the event occur? Does not apply. What color cartridge was being used? Green, blue. What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Patients preexisting conditions? No. Were there any malformed staples noticed? No. Was the staple line incomplete or did it exceed the cut line? No. Was the patient taking any anticoagulants or dvt prophylaxis? No. How is the patient currently? In observation. No drain or surgery was required. Is the patient expected to have a full recovery? Yes.